Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was 400 mg/dl.